Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case # (B)(4)) in united states on 26-oct-2015 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2012. Additional information received on 17-nov-2015. The consumer received the following concomitant medication: citalopram, cetirizine, bupropion, ibuprofen, acetaminophen. During the time essure were implanted, she experienced severe menstrual periods, bilateral abdominal pain, headaches, anxiety, depression, weakened teeth, weakened gums, skin conditions, hair loss, rapid weight gain, abdominal bloating, hand tremors, digestive issues, constant vaginal infections (viral and bacterial), constant back pain, constant neck pain, and degeneration of spinal discs and facets. On (B)(6) 2015, she had to have them removed, along with her tubes, uterus and cervix (total hysterectomy and salpingectomy). Since the surgery and removal, some symptoms have completely gone away and others have persisted. Urinary issues have also occurred since surgery. Hospitalization, disability/permanent damage, required intervention, other serious (important medical event) were mentioned but not specified and/or assigned to one of the events. Product technical complaint (ptc) investigation result received on 17-nov-2015. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced bilateral abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a total hysterectomy and salpingectomy (approximately 3 years after devices placement); the device was removed. This event is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation, a causal relationship with the suspect device cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed/identified. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up from 28-dec-2015: follow-up attempts have been made, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a female consumer who experienced bilateral abdominal pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a total hysterectomy and salpingectomy (approximately 3 years after devices placement); the device was removed. This event is listed according to essure's reference safety information. Abdominal and pelvic pain may occur with essure therapy. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation, a causal relationship with the suspect device cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed/identified. In summary, there is no reason to suspect a causal relationship between reported medical events and quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Correction on 25-nov-2015 following company internal coding review: the event degeneration of spinal discs and facets was split to meddra llt spinal osteoarthritis and meddra llt intervertebral disc degeneration.